Manufacturer narrative:
(B)(4). One (1) tool tip from product number pcvjg5 johans grasper was received for analysis, sample arrived in a closed zip bag without original packaging or any identification tags. Only the complaint documentation. During visual inspection was observed: one of the jaws of the tool tip is broken, issue reported by the customer "jaws of the johan grasper broke" was confirmed during visual inspection. Complaint was confirmed per visual inspection for the sample received. The cause for the issue reported is unknown at this time however, nonconformance has been previously opened and is currently in progress to further investigate the complaint issue and implement the corrective actions.

Event description:
It was reported that the doctor was in the middle of his gastric bypass case when one of the jaws of the johan grasper broke off into the patient. It was retrieved immediately and the patient was not harmed. The patient was only a 38 bmi and it happened while grasping the small bowel during an anastomosis. Two graspers were opened but the user is not sure which one failed therefore two lot numbers were provided.

Manufacturer narrative:
(B)(4). Since two lots were provided both were reviewed: the device history review for the product 5mm johans grasper lot #73g1700271 investigations did not show issues related to the complaint. The device history review for the product 5mm johans grasper lot #73e1700794 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was in the middle of his gastric bypass case when one of the jaws of the johan grasper broke off into the patient. It was retrieved immediately and the patient was not harmed. The patient was only a 38 bmi and it happened while grasping the small bowel during an anastomosis. Two graspers were opened but the user is not sure which one failed therefore two lot numbers were provided.